Event description:
The customer contacted baxter's service center regarding a high drain alarm which occurred on the homechoice (hc) after patient use. The registered nurse (rn) wanted to know if she should change the minimum drain percentage. The technical service representative (tsr) explained that he could not tell the rn what values to program into the hc, but he could give the rn the number to the renal help line. The rn asked the tsr to conference call the care giver (cg) during the troubleshooting questions. The tsr reviewed the alarm log, therapy settings, and the therapy log. The total volume was set to 9500ml, the total time was set to 9:00, the fill volume was set to 1000ml, the last fill volume was set to 800ml, the dextrose was set to "different", the patient's weight was set to (B)(6), the cycles were set to 8, the dwell was 0:54, the initial drain alarm was set to 300ml, the last manual drain was set to "yes", the ultrafiltration (uf) target was set to 0ml. The therapy log indicated that the initial drain volume was 1311ml, the last fill volume was 799ml, the total fill volume was 7998ml, the total drain volume was 8993ml, the total ultrafiltration was 995ml, the manual drain was 0ml, and there were no bypasses. The tsr explained why the hc alarmed high drain. The cg stated that the home patient (hp) did change positions and had a good drain in drain 8 of 8. The tsr asked the cg the troubleshooting question and explained the last manual drain setting, uf target, and alarm settings. The tsr explained that baxter recommends that the hc be swapped. The tsr explained that baxter recommends that the hp do manual bags that night. The cg asked if he could keep using the hc because the issue was with the hp draining. The tsr stated that was the cg?s choice, but baxter would most likely contact him again to have the hc swapped out. The machine will be swapped. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of increased intraperitoneal volume (iipv) was confirmed. The root cause of the iipv was one or more cycles advanced to next fill when slow/no flow occurred above the minimum drain volume threshold. The event history log review confirmed the reported problem. The alarm was confirmed in the log but could not be duplicated. The homechoice was visually and functionally evaluated.